Manufacturer narrative:
Pump received with button error alarm and intermittent express bolus and esc button response due to corroded keypad traces. Pump received with partially broken reservoir tube lip, missing reservoir tube missing o-ring, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 115 or 118 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.